Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the patient first started experiencing what was thought to be a seroma at the pump pocket site july 2019. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-oct-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving dilaudid (20 mg/ml at 6.201 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2019 the patient was having the pump replaced due to a seroma that they had to keep draining. When they opened the pocket, they found that the proximal/pump section of the catheter had a hole in it. The catheter was revised (9.1 cm removed then 18.5 cm added). No patient symptoms were reported. No further complications were reported/anticipated.